Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [japan gm article.pdf].

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported angina and stenosis, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and stenosis are listed in the graftmaster rapid exchange (rx), coronary stent graft system, japan instructions for use, as known patient effects of coronary stenting procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Dates of event and implant: estimated dates. Attachment literature titled: "restenosis of a polytetrafluoroethylene-covered stent visualized by coronary angioscopy and optical coherence tomography: a case report" the device will not be returned for evaluation as the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience referenced is being filed under a separate medwatch report.

Event description:
It was reported in a literature article that the 3.5x18 mm xience alpine stent was implanted and a perforation was noted. Prolonged balloon inflation was performed, but did not achieve hemostasis. This was followed by the placement of the 3.5x19 mm graftmaster implanted inside the xience stent; this successfully treated the perforation and stopped the bleeding. The chest pain resolved and the patient was discharged home two days post procedure. Six months later, the effort angina returned; angiogram found a focal restenosis on the distal edge of the graftmaster. Percutaneous coronary intervention was performed using optical coherence tomography (oct) and angiogram. Oct found extremely focal restenosis with homogeneous neointima. There were exposed struts in the middle and proximal segment of the graftmaster stent. There was no thrombus found. The restenosis was treated with the implantation of a 3.0x9 mm non-abbott, biodegradable sirolimus-eluting stent. Six months later, the patient had angina again. There was stenosis in the non-abbott stent. This was treated with balloon angioplasty using a 3.0x20 mm drug-coated balloon.